Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation against the lead was not confirmed. Visual inspection revealed no abnormalities and the lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. The physician planned to put a new rv lead. This lead had threshold of 0.4 v when the patient was lying in bed and 2.6 v at 0.4 ms when patient touches toes. The dislodgement was confirmed through an x-ray. This rv lead was explanted. No additional adverse patient effects were reported.